Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that while registering, the system was not reading one side of the face. A manufacturer representative who was on site adjusted the emitter, reset the tracer, rebooted the system, unplugged the system, and completed all other normal troubleshooting procedures without resolve. This occurred intraoperatively. There was no reported impact on patient outcome.